Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in isarael. It was reported that the patient experienced a hypoglycemia event on (B)(6) 2026. The infusion set was not disconnected during the rewind or prime sequence. The blood glucose level was low, and the patient was treated using the pump. No further information available.